Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported that an impella cp was inserted without issues and percutaneous coronary intervention was completed. There was no flow to distal limb. External femorofemoral bypass was placed for distal limb perfusion. The patient was sent to the intensive care unit (ICU) in grave condition. Upon arrival at the ICU, the patient went into uncontrolled ventricular tachycardia followed by ventricular fibrillation. The family had made the patient do not resuscitate and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise. Additional information was received. The doctor placed an antegrade sheath on the right femoral side and retrograde sheath on the left side. The device is not available to be returned as it was discarded.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Ischemia/ tachycardia/ ventricular fibrillation the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.